Event description:
It was reported that the patient had a syncopal episode and presented to the emergency room (ER). The ventricular lead had no capture at maximum output. The patient did experience intermittent stimulation at maximum output. Computerized tomography (CT) scan confirmed the lead had perforated. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.